Manufacturer narrative:
As noted in describe event or problem, this event was reported to an fse while on site. The customer noted that an e99 error is present at the start of the reprocess. The customer went on to note that the concentration fluid is not checked every time the unit is used, only once in the mornings. Furthermore, the maintenance log for the subject device was inconsistent. At this time, the subject device is not scheduled for return. However, if additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
During a field service engineer (fse) visit, the customer reported that the olympus oer-4 displayed an error message e99 at the start of a scope cleaning process. This error code e99 means that the disinfectant solution was not frequently being changed, and according to the usage status there had been 19 days that have passed. It was further reported that the minimum effective concentration of the solution was not being checked every start of each cycle, as the check was only being performed every morning. The disinfectant solution was last replaced on feb 28, 2022. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: e99 occurred because the person in charge of the facility did not understand how to operate aseside. Also, for the same reason, there is a possibility that the aceside concentration was not checked. A definitive root cause cannot be identified. This issue is covered in the instructions for use: ·3.9 checking the disinfectant solution concentration level. When reprocessing an endoscope, always use an aceside checker or a portable concentration checker to check that the disinfectant solution is at an effective concentration. Please be sure to replace the disinfectant solution before the disinfectant effect disappears. Check the concentration of the disinfectant solution every time you disinfect the endoscope using the aceside checker or the portable concentration checker. If you fail to do this operation, it could result in inadequate disinfection. Also, be sure to replace the disinfectant solution before the disinfectant effect disappears. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information. This supplemental report is being submitted to provide this information.